Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2016 the patient underwent surgery for repair of an incisional hernia. As reported, a ventralex st hernia patch mesh, reference number 5950008 and lot number huzi1282 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the recurrent hernia after the ventralex st failed and to remove the ventralex st."as reported by the attorney, the ventralex st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex st mesh.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum #1: h11: addendum to the original report. This supplemental emdr is being sent to correct the expiration date for ventralex st device. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex st mesh, patient was diagnosed with hematoma, cellulitis, fibrosis, purulent discharge and granuloma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hematomas as possible a complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6)2016 the patient underwent surgery for repair of an incisional hernia. As reported, a ventralex st hernia patch mesh, reference number (B)(4) and lot number huzi1282 was implanted to repair the hernia defect. It is alleged that on (B)(6)2016 the patient underwent an "additional surgery to repair the recurrent hernia after the ventralex st failed and to remove the ventralex st."as reported by the attorney, the ventralex st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex st mesh. Addendum per additional information provided: (B)(6)2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿hernia defect was identified. A ventralex st mesh was placed in an underlay position and secured by using sutures.¿ (B)(6)2016 - patient was diagnosed with infected hematoma thereby underwent incision and drainage of infected supraumbilical hematoma. (There was no visualization/mention of ventralex st mesh). (B)(6)2016 - patient was diagnosed with hematoma and cellulitis thereby underwent open repair with the explant of ventralex st mesh. Per operative notes, ¿the mesh was firm and fibrotic in area. The entire ventralex st mesh was removed and the purulence around the mesh was taken down.¿ attorney alleged that the patient had infection and pain.

Manufacturer narrative:
Addendum to the original report. This supplemental emdr is being sent to correct the expiration date for ventralex st device.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2016 the patient underwent surgery for repair of an incisional hernia. As reported, a ventralex st hernia patch mesh, reference number 5950008 and lot number huzi1282 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the recurrent hernia after the ventralex st failed and to remove the ventralex st."as reported by the attorney, the ventralex st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex st mesh.